Event description:
It was reported that the camera head had no image. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.